Event description:
It was reported that the battery tabs on the right side were chipped and the air detector was not functioning. Issue were found during the testing stage. This issue is not related to physical damage or abuse. There was no delay of therapy. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received. Per visual testing, the rear housing battery tabs were chipped. Rear housing was cracked on the top corner. Per functional testing, found air detector was inoperable cause alarm message display and battery tabs were chipped. The complaint was confirmed. The most probable cause was faulty air detector and battery tabs were chipped. Replaced air detector and rear housing assembly to correct the issue. The device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.